Event description:
Caller had a brain MRI in 1989. Caller has a gold tooth in left side of mouth. After MRI, caller complained of pain "up the left side of their face" and an increase of migraine pain. Caller's brother, and automechanic, used an energy measuring device on the gold tooth. The device showed an increase of energy output from tooth. Caller no longer has the pain, but is making a report to let others "be aware" of the problem they experienced after having the MRI done.